Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported that patient's issue with not being able to charge past 70% has been resolved, patient's weight at the time of event was (B)(6). Patient reported they were in contact with the repair department and got their issue resolved.

Manufacturer narrative:
Per review of additional information received on 14-aug-2019, this event is no longer reportable and no further regulatory reports will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new info received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that software problem was seen. Patient attempted to charge their ins but when charging they went to unlock the controller, controller said software problem with 1-intellis, 2-3.0, 3-243, and 4-qf_port seen. Patient was advised to reset their controller and indicated after resetting, controller has resumed normal function. Patient also reported that the patient was having a difficult time charging their ins. Patient indicated both times they tried to charge this week they noticed ins was at 70% and not increment. Patient indicated they are getting therapy relief. Controller is charging excellent but ins not passing 70%. No device found screen was seen. No symptoms reported at this time.